Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the scheduled report was not printing automatically. A technical support specialist (tss) reviewed the logs and determined the report was not running due to a timeout issue. The tss advised the user to recreate the report on the es server by deleting it under manage schedules and re adding it from my reports. The customer confirmed the issue was resolved and provided permission to close the ticket. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server schedule report was not printing automatically. Customer confirmed that the report had not been printing for 10 days; it usually printed every day from the server. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.